Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc, filter tilt and pe post deployment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post filter deployment, the patient allegedly experienced ivc filter tilt and the filter struts perforated the inferior vena cava wall. Furthermore, it was alleged that the patient experienced deep vein thrombosis and pulmonary embolism. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2014) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one year and six months later, computed tomography of chest with intravenous contrast showed a large thrombus at the distal right main pulmonary artery branch points with extension into the pulmonary arterial segmental branches of all pulmonary lobes bilaterally. No evidence of pulmonary infarction. After seven months, computed tomography of abdomen and pelvis with contrast revealed that a vena caval filter was at the expected location. After one year and nine months, active problems indicated an abdominal pain. After three months, computed tomography of chest with contrast demonstrated that there was satisfactory opacification of the pulmonary arterial system. There were no filling defects or other findings seen to indicate the presence of pulmonary emboli. After two years and three months, computed tomography of the abdomen without contrast was performed, and result showed that there was an inferior vena cava filter in place. The top of the filter was noted be approximately 2 cm below the level of the renal veins. Some of the more distal tines appeared to project beyond the margins of the inferior vena caval filter. The superior aspect of the filter was slightly eccentric toward the right anterolateral aspect of the inferior vena cava. There was no evidence to suggest hemorrhage or leakage. Therefore, the investigation is confirmed for the alleged filter tilt and perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 11/2014. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant. The current status of the patient is unknown.